Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was reportedly discarded and the mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed for knot in the lock line requiring the knot to be cut to remove the line. Cutting the knot is considered intervention to prevent injury as inability to remove the lock line and lock line knots have the potential of breakage and potential of a portion of the lock line left in the patient anatomy. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) severity 4. During clip deployment, when removing the lock lever cap, both ends of the lock line were noted to be knotted. Reportedly, the lock lever cap and o rng were removed first, then unwrapping of the two ends of the lock line and then removal of the plastic cover. The knot was cut, the lock line was retracted and the clip was deployed successfully. Two clips were implanted and mr was reduced to 1-2. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. Potential causes for the knots in the lock line were considered, including manufacturing anomalies, or user technique/procedural conditions. Factors related to procedural conditions/user technique which can influence the formation of a knot in the lock line include lock line unwrapping technique from both ends of the lock line, or the lock line becoming twisted upon removal. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and a definitive cause for the reported lock line knots in this incident could not be determined. In this case, it is possible that the end of the lock line became knotted during the o-ring removal process, however, this cannot be confirmed. Based on the information reviewed, there is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report filed, additional reported information received indicates that the knot was observed when the lock lever cap was opened and o-ring was removed and the lock line was cut at that point. All steps were then performed afterward.